Event description:
It was reported to covidien that only half the display was visible. There was no patient harm.

Manufacturer narrative:
Covidien technician verified the display had missing segments. Isolated the problem to the main pcb. The main pcb was replaced. (B)(4).